Manufacturer narrative:
Device received with rf pic failed self test alarm during self test due to faulty connector radio frequency board. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring error alarm indicating that the device failed the self test. Blood glucose level at the time of the incident was not provided. Self test was completed and passed but the alarm occurred again. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.